Event description:
The customer contacted stryker to report that their device's display was blank upon powering the unit on. During evaluation, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify the reported issue of the blank screen. It was determined that the screen powered on, but was dim. Stryker replaced the lcd driver to resolve the reported problem. The event code was cleared from the memory of the device and thereafter did not return. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue of the error code could not be conclusively determined.